Event description:
It was reported that the right ventricular (rv) pace-sense portion of the lead and the left ventricular (lv) lead were reversed in the header due to oversensing and noise on the rv lead noted during the implant procedure. Two hours after implant, the rv pacing threshold (measured by the lv lead) increased. The threshold changed due to patient positioning and continued to vary. The next day, there was intermittent failure to capture and concern that the lead was oversensing due to diaphragmatic myopotentials causing inhibition. Further analysis of the system was done, the leads were connected to appropriate ports, and all lead issues were resolved. The lead remains in use and is properly in the lv port. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.